Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation determined that the device a-rubber bending section adhesive had a chip. A root cause could not be identified. Based on the results of the investigation, reasonably known information suggests probable causes due to some kind of stress and degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing, the endoeye flex deflectable videoscope distal end coating peeled off. The issue was found during reprocessing. There were no reports of patient involvement.